Event description:
Implant didn't achieve osseointegration, primary stability was achieved, periodontal disease, local infection / subacute chronic osteitis, immediate implantation, abscess, inflammation.